Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) device during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr informed the hp to start over with new supplies. The tsr had the hp recycle the hc and error 2367 occurred. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, hc is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc was operational. On 02-05-2010, product surveillance placed a follow up call to the home patient's nurse who stated that the home patient was admitted to the hospital on (B) (6) 2010 due to peritonitis. On (B) (6) 2010, the patient was hospitalized for peritonitis. On (B) (6) 2010 a peritoneal effluent culture was performed and the patient began treatment with vancomycin intraperitoneal for 2 weeks. On (B) (6) 2010, the patient was discharged from the hospital. Dianeal therapy was ongoing. Per the nurse, the event to peritonitis was considered to be resolved at the time of this report. Per the nurse the patient does not know what caused the peritonitis, but the nurse feels the cause was most likely due to a touch contamination.

Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation. It has been discarded.

Event description:
A customer contacted baxter?s global technical service center (gts) to report becoming disconnected from the homechoice (hc) machine during dwell. The home patient (hp) stated that the patient line became disconnected from the transfer set. This medical device report is for the cassette. The technical service representative (tsr) advised the hp to end therapy and notify the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with hp on (B)(6) 2010. The hp did not recall the incident or calling in to gts. The hp has been continuing therapy on the cycler as usual.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor had an overinfusion during patient use. The patient was infused with fentanyl citrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.